Event description:
It was reported that the monitor cart on the 8800 system made a noise and had a control panel keyboard communication error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard connections were tightened during the service call. The system was tested, and found to be working as intended, and put back into service.